Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. The user interface module software version is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.